Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl and was thus within the normal range. Technical support provided pump reset information and assisted the caller in resetting the pump.